Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device heating up identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck with key device was heating up. It was further observed that the device had a worn seal, color band chipping/fading, and illegible etch. It was determined that the device was making excessive noise, did not function, and its moving parts did not move smoothly. It was further determined that the device failed pretest for marking and labeling, checking for mechanical free movement, and checking general function in running mode. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.